Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation, water contamination was observed in the device blower resulting in blower box replacement. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged unit is not turning on/no power. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found water ingress and rust contamination. The manufacturer visually inspected the device internally and found bottom enclosure - water ingress and rust contamination, faulty moog motor - water ingress, therapy pca - water ingress on mt5, blower foam degradation, foam sucking in the moog blower e4 - therapy pca the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was evidence of blower foam degradation, presence liquid ingress and rust contamination were observed.